Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the threshold on the right ventricular (rv) led was noted to have increased and the sensing was noted to be diminished. Reprogramming was performed to increase the output and change the sensing vector. A chest x-ray and echocardiogram showed no evidence of perforation. The patient later reported having pain. An echocardiogram indicated perforation and hemothorax. The rv lead was removed and not replaced. No further patient complications have been reported as a result of this event.